Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The pca 32mm +10mm head trial was damaged as it was being removed from the trunnion of the pca stem in-situ. This had no impact on the case. Another item was used instead and procedure was completed as originally planned.